Manufacturer narrative:
To ensure users are properly operating the device, steris will install a door close confirmation button and door open delay on the 130 and 130l cart washer/disinfector (subject of steris initiated voluntary field correction, #9680353-6/28/2012-002-c).

Manufacturer narrative:
The user facility reported that when an operator pushed a cart into the washer, the washer doors began to close. Two hospital employees responded by pressing various buttons on the washer control panel and touchpad. Hospital personnel manually pulled the washer doors open, allowing the operator to exit the washer. No injuries were reported. A steris service technician thoroughly inspected the washer and found all operations were functioning properly; no issues were noted. The technician was only able to command the washer doors to close by pressing the door close button on the washer touchpad, which is the intended function of this button. The facility staff stated that they were not familiar with the operation of the safety features of this device. The result of pressing the various buttons on the washer control panel and touchpad was to re-pressurize the system which keeps the door closed and is contrary to the device's instructions for use. The employees should have pressed the emergency stop button as instructed in the operator manual (pp. 1-2) which states: "in an emergency, stop cycle by pressing emergency stop push button." The reliance 130 cart washer is designed with a series of features that prevent the alleged event from occurring. Each of the features listed below were verified as operating properly by our technician: photoelectric sensors detect obstructions when doors are closing. The washer doors automatically depressurize and stop if any obstruction is detected by the sensor. An audible alarm also sounds for three seconds prior to the doors opening, if an object/person is in front of the washer doors. A safety delay of 15 seconds during which an audible alarm signal warns the operator to leave the washer chamber before a cycle starts. A microswitch which prevents a cycle from starting if doors are not fully closed and also stops washer operation if doors are opened during a cycle. A hardwire switch that ensures that the circulation pump cannot start if the door is opened. This feature is in addition to the safety door switch and does not utilize the washer control system for its operation. An interior light flashes once prior to the start of a cycle; the washer then waits for a programmed period (safety delay) of time before initializing the cycle. Lock/unlock key switch is present which must be in the unlock position in order for the washer to operate. When the switch is in the lock position, the operator cannot start a cycle. Lastly, the equipment operator manual preventive maintenance guidelines require regular maintenance at specified intervals to verify the washer safety features are operating properly. The device is also designed in a manner such that if the door close button were to be pressed before the operator had fully exited the washer, the following safety features are present: four emergency exits are located within the wash chamber equipped with safety door stickers to indicate where to push when exiting. Emergency stop cables are located on each side of the interior wash chamber which instantly stop washer operation when pulled. Two external emergency stop buttons are located under the exterior control panels which automatically stop the operation of the washer when pulled by de-pressurizing all washer supply valves. Each of these safety features were verified as operating properly by our technician. The steris account manager reported that the hospital personnel involved in this event had not received proper training on the use/operation of the washer. They were not employees at the time of the initial washer installation in-service training. They also had not been trained by the hospital management who underwent steris' certification training. These management employees are to train new employees and/or those who were not present during steris conducted training. A steris account manager performed in-service training on the proper use/operation of the washer and safety features on (B)(4) 2011 and the employees involved in this event were in the training.

Event description:
(B)(4).